Event description:
A customer reported a minimum fill notification issue while using their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to reload the cartridge, which contained 80 units or more of insulin but did not succeed in resolving the issue. Technical support advised the customer to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. The customer declined further troubleshooting because the pump frequently triggered cartridge alarms. No additional information was received regarding the outcome of the event.